Event description:
Boston scientific received information that this atrial lead caused diaphragmatic stimulation and increased thresholds. A chext x-ray showed the lead had dislodged. A lead revision has been scheduled. There were no further adverse patient effects reported.

Manufacturer narrative:
The lead has successfully been repositioned with good numbers. If further information becomes available this product experience will be updated.